Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp)via a distributor regarding a patient receiving intrathecal lioresal 2000 mcg/ml via an implantable pump. The dose was unknown. The indication for use was not reported. It was reported that the patient went in for a routine pump refill on (B)(6) 2019, complaining about some spasms during transfers. The programmer showed there should be 2 ml in the reservoir, but they aspirated 17 ml. The hcp performed a CT scan which showed a whole catheter without any loops or displacement. The hcp aspirated cerebrospinal fluid (csf) through the access port of the pump and d ecided to refill the pump. On (B)(6) 2019, the patient went in again for another routine refill; the programmer showed there should be 1.2 ml in the reservoir, but they aspirated 12 ml. The pump was replaced. The patient outcome was ¿good¿. The cause of the volume discrepancies was not determined. There was no harm, injury, or death. No relevant medical history was provided. No further complications were reported. Additional information was received in response to a request for follow-up. It was reported that the catheter was explanted with the pump, but the catheter was discarded and would not be returned for analysis.

Manufacturer narrative:
The returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned pump passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.